Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose over 500 mg/dl with nausea and diabetic ketoacidosis. Reportedly, the patient remained hospitalized and was treated by their healthcare provider. Additional information was not available at the time of the call and the reporter could not be reached for troubleshooting. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an unknown cause while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.